Manufacturer narrative:
(B)(4). Intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) instrument and performed a device evaluation. Failure analysis confirmed and replicated the reported complaint. The pch instrument was found to have a segment of the conductor wire dislodged from the conductor cap and it was exposed on the outside of the yaw pulley. The wire insulation was not damaged and the instrument passed the electrical continuity test. The conductor cap was not properly seated within the distal clevis as the hook moves in yaw. Additionally, both the monopolar yaw pulley and proximal clevis were found with thermal damage. The thermal damage measures approximately .197" x .209", no material was found missing. It was note the pch instrument had 4 lives remaining and no other damage was found. A log review was conducted and found that the permanent cautery hook (420183-12) n10170719-749 was last used on (B)(6) 2018 on a liver cystectomy procedure with system usg786. No image or video clip for the reported event was submitted for review. As of (B)(6) 2020, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video were provided by the site for review. This complaint is being reported because thermal damage proximal to the ceramic sleeve is evidence of electrical discharge at a location other than intended. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information are blank were either unknown or unavailable. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. This reported issue occurred on the instrument's 6th usage and, therefore, it had not expired. Implant date is blank because the product is not implantable. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during central processing, the permanent cautery hook (pch) instrument had a loose wire. There was no report of patient harm, injury, or adverse outcome. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the robotic coordinator indicated the event occurred too long ago and could not recall the information. No additional information was provided.